Event description:
It was reported that the lead integrity alert (lia) had been triggered and a system alert notification had been generated. The physician was contacted and it was noted that there was t-wave oversensing (twos) seen on the lead. There was also an episode of non-sustained tachycardia noted and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).